Event description:
The customer reported that during a cardiac ablation procedure, a pt received a third degree burn with a 2nd degree burn surrounding that. The burn at the pad site measured 7x9 cm on the pt's back. The pt reported during the procedure that she was experiencing some feeling of burning which the site reported is not unusual during this type of procedure. After the procedure when taking the pad off, the staff noticed the burn. On the pad itself, it looked like the gel had leaked out and there was a bubble in the pad. The site did reposition the pt at some point during the procedure and the edge of the pad came up, but they said they pressed the pad back down and it adhered well. Two pads were in use.

Manufacturer narrative:
The incident sample has been requested, but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. The warnings in the IFU states: non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the pt. Use of more than one pt return electrode may help mitigate the increased risk.